Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the tubing from pump to reservoir was broken. The device was removed and a new ipp was implanted. There were no patient complications reported.